Manufacturer narrative:
Device evaluation: product evaluation found lens returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -7 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to refractive surprise, glares, haloes, induced astigmatism, and ciliary groove pain. The lens was exchanged for a different lens and the problem was resolved.